Manufacturer narrative:
The patient identifier assigned corresponds to the manufacturer's customer feedback tracking. An investigation of this event was conducted in accordance with internal procedures and applicable regulations. The actual device was not returned for evaluation. Results - selected with "other' meaning that the manufacturing process, design, inspection, testing, lot records, training, ect. Were evaluated. Original decision regarding reportability was that event was not reportable in us. Re-evaluation of available data resulted in revised determination to report.

Event description:
Sigmoid colon perforated.